Manufacturer narrative:
The investigation is ongoing.

Event description:
The latest follow up indicated that no treatment has been planned; the patient is home and is being monitored on a monthly basis.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, 3+ pvl was noted approximately 1 month post procedure. The cause has not been determined; it is possible that valve migration or cardiac remodeling may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Approximately 1 month post tavr procedure, 3+ aortic insufficiency (ai) was noted and attributed to worsening paravalvular leak (pvl). At last report, a treatment plan had not yet been formed. As reported, the initial echo demonstrated a well seated valve with mild-moderate pvl after deployment and the patient was reported to have recovered without further event. The 30 day echo revealed that the valve was well seated with a large paravalvular leak around a significant circumference of the valve prosthesis - 3+ ar. The original report stated that determination of cause is difficult without further imaging; however, it was thought possible that there was more pvl present than originally thought and valve migration was possible.